Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation caused by the left ventricular (lv) lead. It was noted that the patient reported tremors in the chest in the evening and at rest which stopped after deep breaths or a change in position. Reprogramming was done, which resolved the stimulation and the lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.